Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the system's log file and found evidence that the xhibit central station had disconnected from the customers network several times on the date of the event, which resulted in the reported issue. There is not enough information available in the log files to determine the exact cause of the network connection issues. The investigation findings were shared with the hospital's biomedical engineer, but no additional information was received regarding the hospital's network issue. A spacelabs healthcare product complaint specialist reviewed the customer's call history and confirmed that there are no additional reports of a network issue since the date of this event. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that several beds connected to the xhibit telemetry receiver (xtr) system in the fifth floor telemetry unit dropped offline unexpectedly. There is no patient or user harm reported with this event.